Event description:
Caller reported an alarm with tandem mobi cartridge that did not adversely impact the customer's blood glucose level. To resolve the issue, technical support confirmed the cartridge alarm and arranged for a replacement pump, ensuring the current pump was still usable for insulin delivery. Customer was guided on storing the old pump, returning it, and setting up the replacement, with clear instructions on connecting their continuous glucose monitor and programming pump settings.